Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site; subsequently the patient underwent a skin revision procedure (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2015 to facilitate an abutment exchange. The implanted device remains. This report is filed january 29, 2016.